Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient lost a bunch of weight after her initial implant and stated that the stimulator would stick out and catch on things around the house. Patient reported 90% pain relief with the stimulator. It was working without issue. Impedance checks were wnl. Doctor revised the pocket to better fit her stimulator and provide patient relief. Device was never disconnected from leads during procedure. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.